Manufacturer narrative:
An extended investigation has been performed for the reported complaint. The customer reported for replace sensor error messages. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and after warm-up sensor was scanned again and glucose results were observed. Scanning functioned as intended. Sensor was remained on the keithley for one day. Replace sensor message was not observed. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with samsung phone with android operating system, app version 2.11.2.11107. The customer received a "replace sensor" message and was unable to obtain glucose readings. As a result, the customer experienced sweating and was unable to self-treat, requiring third-party administration of sugar and water for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. The passing of all functionality test indicates that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with samsung phone with android operating system, app version 2.11.2.11107. The customer received a "replace sensor" message and was unable to obtain glucose readings. As a result, the customer experienced sweating and was unable to self-treat, requiring third-party administration of sugar and water for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with unknown phone with android operating system version 2.11.2.11107. The customer received a "replace sensor" message and was unable to obtain glucose readings. As a result, the customer experienced sweating and was unable to self-treat, requiring third-party administration of sugar and water for treatment. There was no report of death or permanent impairment associated with this event.